Event description:
It was reported that the device experienced early eri. The device was replaced. It was further reported that the right atrial (ra) lead was damaged during the procedure. There were no details as to the specific damage or how it occurred. This lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 305c23, heart valve, implanted: (B)(6) 2005. (B)(4).